Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem clinical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. A system check was performed by tandem technical support and there was debris around the pneumatic tap. The customer cleaned around the pneumatic tap, changed the pump supplies and successfully resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.